Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to high pacing lead impedance. The patient condition was good after the procedure.